Manufacturer narrative:
The reported failure of evt_battery_not_charging_fault is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information that a trilogy evo ventilator device sounded ventilator service required alarm and was replaced with a backup device. There is no allegation of serious or permanent harm or injury. The device was returned to a service center for service. During the evaluation, the service technician observed a vent service required error code e056 (evt_battery_not_charging_fault). This error indicates that the battery does not charge due to the occurrence of a device malfunction. Since the issue was not duplicated during the repeated verification by charging/discharging the detachable/internal batteries, it has been determined that the cause was a temporary failure in the charge control circuit. Therefore, the printed circuit assembly (pca) was replaced to prevent recurrence. Additionally, final test, battery check, valve check, run in tests and cleaning was performed and confirmed the unit operated properly.